Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. It was reported that during the procedure, the pt developed worsening right upper extremity weakness, neglect and dysphasia. The symptoms improved once the devices were removed. The pt was reported to have returned to baseline by the time of discharge five days later. It was also reported that four days prior, the pt developed right lower extremity ischemia. The pt underwent emergency surgery for obstructive plaque at the groin sheath entry site.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.